Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The pt was administered valium and mild pain medication prior to the case. Approx 36 minutes into the procedure, the pt became faint. The case was aborted, as the pt was treated for vagal response. The pt was moved by paramedics to the ER. It is not known if the pt received additional medications post-procedure. The pt was revived and is doing well. The doctor noted that the pt's prolieve treatment was sufficient.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.